Manufacturer narrative:
(B)(4) the event is currently under investigation.

Event description:
Two zilver vena venous stents (14x140 mm and a 14x 100 mm) were placed in a (B)(6) male patient on (B)(6) 2014 as part of cook's ide global study for the zilver vena venous stent, an investigational study. The patient had chronic thrombosis (post-thrombotic) > 30 days, assessed as being in the common femoral vein pre-treatment. The study lesion was assessed as being in the common femoral vein and the external iliac vein. On the post-procedure ultrasound, a stenosis was noted in the femoral vein that had not been observed prior to the study procedure - the femoral vein had inflow obstruction that was not identified prior to the study procedure. The patient did not have symptoms associated with the imaging finding. In a secondary intervention, the physician placed the zilver biliary stent to treat the lesion in the femoral vein on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Clinical opinion: images were available to support the complaint investigation. The zib6 stent fractured just inferior its exit from the zilver vena venous stents and demonstrated progressive distraction. Although little is known about femoral vein biomechanics with hip flexion, it unlikely moves similar to the femoral and superficial femoral arteries which bend and compress during hip flexion. The fracture was likely the consequence of femoral vein bending and stretching/compression during hip flexion and extension. The zib6 contains noticeably less metal than the vena venous stents. The more robust vena venous stents in combination with their 5cm overlap would direct hip flexion bending towards the more flexible zib6 just below the hip joint. It is possible that the stent was implanted extremely stretched but this is unlikely given that the stent inferior the fracture appeared compressed. Investigation - evaluation: a review of the complaint history, instructions for use, device history record, manufacturing instructions, trends and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Prior to distribution all zib6-35-125-7-120. Devices are subject to visual inspection and functional checks to ensure device integrity. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "the zilver flex 35 biliary stents are intended for palliation of malignant neoplasms in the biliary tree." The IFU states the following under warnings, "the safety and effectiveness of this device for use in the vascular system have not been established." Thus, per the IFU, the use of this device in the femoral vein as occurred in this complaint, would be considered off-label use. Based on the information provided, no product returned and the results of our investigation, use error / off-label use caused or contributed to this event. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Two zilver vena venous stents (14x140 mm and a 14x 100 mm) were placed in a (B)(6) male patient on (B)(6) 2014 as part of (B)(6) study for the zilver vena venous stent, an investigational study. The patient had chronic thrombosis (post-thrombotic) > 30 days, assessed as being in the common femoral vein pre-treatment. The study lesion was assessed as being in the common femoral vein and the external iliac vein. On the post-procedure ultrasound, a stenosis was noted in the femoral vein that had not been observed prior to the study procedure - the femoral vein had inflow obstruction that was not identified prior to the study procedure. The patient did not have symptoms associated with the imaging finding. In a secondary intervention, the physician placed the zilver biliary stent to treat the lesion in the femoral vein on (B)(6) 2014.